Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed critical pump error. Customer's blood glucose was unknown at the time of the incident. It was reported that customer went to the swimming pool and the insulin pump received a critical pump error image on the display. It was also reported that when the customer removed the battery, there was water in the battery compartment. It was indicated that a replacement insulin pump will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify critical pump error (open book image) alarm due to blank display. Also, received with moisture damage on the keypad assembly, motor and force sensor. Pump received with scratched case, broken battery tube threads, cracked retainer, missing display window cover, serial number label fading, end cap address label faded, pillowing keypad overlay, and minor scratched lcd window.